Event description:
It was reported that while blood sampling was being taken from a patient with a central arterial catheter, a purge was performed using the vamp system. The blood was then raised in the plunger fixture when the blood is supposed to rise to the tube and not on the plunger side. There was no patient complications reported.

Manufacturer narrative:
Customer report of " blood leaked to plunger side " was confirmed. Dry blood was evident on the plunger side of the blue seal and on the inside of the contamination shield. Blood was evident between the seal and reservoir. It was apparent that blood had leaked past the blue seal to plunger side and out of reservoir cap into contamination shield. A simulated use test was performed to the vamp system in attempt to recreate how blood passed the seal into plunger side. No leakage was detected past the seal during simulated use test if IFU recommendations were followed. It was recommended by IFU to smoothly and evenly move the plunger at rate of (B)(4) during aspiration and injection of blood from the reservoir. Air leaked past the seal during aspiration and fluid leaked past the seal during injection if the plunger was pulled and pushed unevenly (side loaded). Leakage occurred at only one location (round end) of the seal. The seal and attached plunger were removed from reservoir for visual examination. The wiper of the seal at location of leakage appeared shorter (seal cavity #9). It was not able to compare the seal dimensions with drawing because the seal was not in original condition (being compressed inside the reservoir). The investigation determined that the root cause of the short wiper gasket was related to the molding of the seal at the component supplier. A new mold was qualified and implemented at the end of (B)(4) 2013.¿